Event description:
In 2008, the patient reported to a company representative that she was having issues with her infusion sets. Upon follow up with the pt on the next day, she stated that she uses her abdomen as an infusion site and she does not practice proper site rotation. She stated that the infusion sites are irritated and she can feel knots in her abdomen. She changes her infusion site and tubing every 3-4 days. She stated that on original date when she removed the infusion site, it was bleeding and she noticed "a little film around the blood, so insulin was probably leaking and not going in (my body)." The infusion site had been in place for 2 days. Her blood glucose was elevated at 316 mg/dl and she bolused 6.5 units of insulin. Her blood glucose at the time of the report measured 102 mg/dl, which is within her normal range. The pt was sent sample infusion sets, an infusion set insertion device, and info on infusion site management. The pt was advised on the importance of proper site rotation, and she was advised to speak with her physician. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.